Event description:
Related manufacturer reference number: 1627487-2020-023217 1627487-2020-023218 additional information found the patient had their 2-l5 leads and 1 of their s1 leads explanted and replaced to address the high impedance issue. Note: it is unknown which s1 lead had high impedance and was replaced, as such both s1 leads are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02919. It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: additional information found - section h6: method code should have been 4114 rather than 4117.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.